Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed stored episodes of noise with pacing inhibition on the right ventricular lead. A lead fracture was suspected. The patient experienced dizziness and tiredness. The lead was capped and replaced. The patient's condition was good post procedure.